Manufacturer narrative:
Us reporting agent notification received: (B)(4) 2014. Complaint description: needle detachment. Samples received: none. Analysis and results: there are no previous complaints of this code batch. There are no units in OEM stock. Without any closed sample OEM cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process conform to requirements. Failure analysis: without any samples received, OEM cannot determine the cause of failure. Final conclusion: the complaint is not corresponding (not) justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(4). Defect type: detached needle.